Manufacturer narrative:
The unit had a blank display due to moisture damage on the electronic assembly. The frozen screen, number 7, and unresponsive buttons could not be tested for due to a blank display. The unit also has moisture on the motor assembly and vibrator motor. The unit had a minor scratched lcd window. (B)(4)

Event description:
The customer called in to report that the insulin pump had unresponsive buttons and the display only showed a number 7. The customer's blood glucose level was 247 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.